Event description:
A customer reported that during surgery, the surgeon tried to make an incision with the knife from convenience pack, however "does not get through," since the knife is blunt or has a burr. No patient injury has been reported, and no patient identifiers are available. This is the first of 16 reports from this customer.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).